Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: "check the cartridge for leaks. If you detect insulin leaking, discard the cartridge and repeat entire process with a new cartridge"

Event description:
It was reported that the cartridge was leaking from the septum. Reportedly, the customer continued to use the cartridge and as a result went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose level of 500-550 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin. Customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage.